Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) em2400 valve sets leaked. When running a multivitamin injection (mvi), the pediatric mvi ¿was leaking out of port 2 and into the adult bag¿. The unspecified compounder ¿was reporting 40 ml of mvi to be in the syringe, but visually the syringe only had about 20 ml inside, it appeared the syringe was leaking while the pump was pumping other ingredients¿. The tubing was changed in port 2 and a new syringe with pediatric mvi was set up and the filing was restarted. However, the mvi ¿from port 2 continued leaking into the bags¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.